Manufacturer narrative:
Reference MFR report # 2916596-2015-02340 for the report of previous percutaneous lead repair. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient was admitted on (B)(6) 2016 for ventricular tachycardia. Review of device history showed a low speed advisory on (B)(6) 2016 at approximately 3:00 am. The patient confirmed receiving an audible alarm when connected to their power module at the time of the event. The patient reported that the alarm resolved when they switched to battery power. The patient was reported to be asymptomatic. Review of the log file by the manufacturer's technical services representative revealed 2 low speed advisories with speed drops as low as 3870 rpm while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted for review showed no areas of concern. It was reported that the patient had not had further speed drops since they were admitted and connected to the hospital's power module. Alarms could not be reproduced with patient movement or manipulation of the equipment. It was reported that if the percutaneous lead required repair, it would not be possible based on the location of a previous percutaneous lead repair. The customer stated that they planned to do yearly maintenance with replacement of the power module patient cable.

Manufacturer narrative:
Although the reported low speed advisory and a deceleration in pump speed were confirmed based on a review of the submitted system controller log file data, a cause of the recorded alarms could not be determined. Based on the information available, the patient had been doing clinically well throughout the event. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.